Event description:
Report received from the USA stating that the "hose was clamped incorrectly resulting in a hole in the hose" during set-up. The device was not used in surgery. There were no injuries or medical intervention. There wa no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).